Event description:
It was reported that when patient connected to mobile power unit (mpu) at home, they received low battery alarms with both power cables flashing and red battery symbol illuminated. It was noted that the mpu had the green light illuminated on it, power was present to unit. History showed low voltage alarms in clinic. The patient was connected in clinic without alarms. The mpu was inspected without faults as well. Log files were submitted, and analysis revealed several odd powers cables disconnects and low power alarms on (B)(6) 2024 while the patient was connected to the mpu. The mpu appeared to be physically connected at these times, but without power going to the system controller. Additionally, the log file captured a no external power alarm on (B)(6) 2024. It was confirmed that the ac power cord was connected. The patient reportedly tried a different outlet and received the same alarms with the system controller showing low battery and both power leads and battery symbol flashing, but no external alarm was present. A power disconnect was performed by at clinic and no issues occurred and the mpu performed appropriately.

Manufacturer narrative:
Section d1: corrected. Section h5: corrected. Section h8: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of low power and no external power alarm was confirmed via log file analysis. Data on the reported event date of 03oct2024 and 04oct2024 was reviewed. The controller event log file revealed low power alarm event that initially became active on 03oct2024 at 22:44:16. The alarm event appears to be related to a loss of battery fuel gauge voltage signal while connected to the mobile power unit (mpu), but the wires that supply power to the system controller is at expected voltage range (~14v). A power exchange to the 14v batteries/clip was completed at 22:46:03 and the low power alarm cleared. The white power cable was disconnected from the 14v battery/clip and connected to the mpu at 22:54:35 and disconnection of the black power cable at 22:54:45 activated a low power alarm. Atypical power cable disconnect alarm was captured when the white power cable remained connected to the mpu, which was associated with the loss of the battery fuel gauge voltage signal. On 04oct2024 at 8:42:14, a low power/no external power alarm became active when a power loss from the mpu was captured. The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored from the mpu at 8:43:03 and the alarm cleared. Additional information reported the plan of action is to monitor for the alarm issue. If the alarm issue was to recur, a potential exchange of the mobile power unit was recommended. Attempts were made to obtain additional information from the customer regarding if the power cord has the v-lock feature; however, no additional information was provided. A root cause of the low power/no external power alarm captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when patient contacted to mobile power unit (mpu) at home, they received low battery alarm, both cables were flashing and red battery. The mpu had green light on it, power was present to unit. History showed low voltage alarms in clinic. The patient was connected in clinic without alarms. The mpu was inspected without faults as well. Log file captured several odd powers cables disconnects and low power alarms on (B)(6) 2024 while the patient was connected to the mpu. The mpu appeared to be physically connected at these times, but without power going to the system controller.